Event description:
During a tradeshow, an aspect rep was informed by an anesthesiologist about an anterior/posterior spinal fusion case monitored by another anesthesiologist. The anesthesiologist stated "it sounds like the patient was a large male who was undergoing an anterior/posterior spinal fusion, and the posterior portion took longer than usual (approx. 5 hours). Upon completion of the case, there was considerable redness when the bis sensor was removed, and the patient evidently developed a blister over the next 1-2 days." There was no mention of the irritation being treated, consultation being requested or whether the irritation resolved.